Manufacturer narrative:
The investigation for the pump did not start issue has been completed. The pump was not returned for investigation. According to the clinical information, the doctor noted that the pump was primed prior to arrival. The purge and pump appeared to be primed with a pa pressure reading of 120; however, there was no impella startup screen. Several unsuccessful attempts were made to restart the pump and switch the aic. The data log shows that the case start was initiated manually on console ic11409. The "purge cassette and pump connected" prompt was successfully executed and recorded in the imc log. The pump reached priming step 4, followed by the "purge_system_priming_complete" steps. A manual keypress was recorded, and the "case start cancel" prompt appeared. Two attempts were made on this console, with the pump skipping to the "case start: exit wizard" after pump being connected to the aic. Additionally, the same activity was recorded after switching to console ic3624. According to the provided imc logs, the pump was never attempted to start. The cause of the pump did not start was not determined since product was not returned and sufficient clinical information was not provided.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: impella 5.5 with smartassist & impella cp with smartassist for use during cardiogenic shock section: impella stopped ¿if the impella catheter has stopped suddenly: 1. Try to restart the catheter at previous p-level. 2. If the impella does not restart, try to restart at p-2. 3. If the impella does not restart or stops again, wait 1 minute and try to restart again. 4. If the impella restarts, wean down to p-2 as the patient can tolerate. Under these circumstances, catheter function is not reliable and the impella may stop again. 5. If the impella does not restart, remove the impella from the ventricle as soon as possible to avoid aortic insufficiency.¿

Event description:
The complainant reported that during impella rp implant procedure for female patient admitted in with right heart failure and pulmonary embolism (pe), the device had been opened and primed independently. The automated impella controller (aic) did not have case start up screen and the pump failed to start (p0) at the time of delivery and possibly skipping of steps with the aic. The aic was attempted to be restarted but was unsuccessful. A new aic was used but was also unsuccessful. Therefore, decision was made to use a new impella to complete the procedure. There was no harm reported to the patient.